Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male post cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During planned implant of an impella 5.5 pump, the utilized guidewire became stuck within the patient. The anastomosed 10mm graft was cut to remove the coiled wire and the pump was subsequently placed without the guidewire in place. There was no patient harm.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - peripheral vessels) has been completed since the initial report was submitted. The root cause of the delivery issue was most likely use related resulting in guidewire damage.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06855 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.